Event description:
User reports one patient with discrepant creatinine results. Initial result 2.9 mg/dl, repeated three times gave result of 3.8 mg/dl each time. Initial result was reported, patient not adversely affected. The field service rep was unable to determine root cause, but noted he replaced sv valves on all syringe units, heat cut filters, r1 and r2 stirrer paddles, hc rinse unit nozzles and r1 and r2 probes. Performance tests were performed and were within specification.